Manufacturer narrative:
Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of a channel disconnect was confirmed in the pcu event log. The pcu event log showed there were 2 channel disconnect events for the pump module at 9:15 pm on (B)(6) 2015 and at 6:45 pm on (B)(6) 2015. The pcu error log does not contain any errors related to these channel disconnect events and the pump module error log was not received for investigation. The root cause of a channel disconnect was not identified. No product was returned for investigation.

Manufacturer narrative:
Concomitant medical devices: (3) syringe tubing; pri tubing; therapy date (B)(6) 2015. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported a channel disconnect during an unspecified infusion. There is no report of patient harm.